Manufacturer narrative:
Physio-control evaluated the removed therapy pcb assembly and determined the cause for the reported issue is due to transistor, designator q8. Q8 is electrically shorted and does not deliver any energy and an abnormal energy delivered message appeared.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the therapy pcb and completed other unrelated repairs. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. (B)(4).

Event description:
The customer contacted physio-control to report that the user test failed and the service indicator was present on their device. Upon evaluation of the customer's device, physio-control observed an event code logged in the device's memory. The event code logged is related to a potential failure of the device to deliver defibrillation energy. There was no patient use associated with the reported event.